Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the distributor that surgeon perform drilling with 2.0 drill bit and it was broken. Surgeon asked for the same said drill bit and performed second drilling, and it was broken again. X-ray showed the drill bits were broken in the bone and drill bits were not removed.

Event description:
It was reported by the distributor that surgeon perform drilling with 2.0 drill bit and it was broken. Surgeon asked for the same said drill bit and performed second drilling, and it was broken again. X-ray showed the drill bits were broken in the bone and drill bits were not removed.

Manufacturer narrative:
The reported event that drill bit, ao dia2.0mm x 135mm, scaled was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by overtorquing the drill bit. The device inspection revealed the tip of the drill is broken. Microscopic inspection revealed a brittle fracture: the breakage is due to a torsional overload (too high torque applied). In addition, marks of usages are visible on the device and flutes are blunt. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.